Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation, it was found that the power connector of the unit is corroded, and the unit can't be power on in order to be able to collect the error log/machine hours/error code numbers/software version and the device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation, it was found that the power connector of the unit is corroded, and the unit can't be power on in order to be able to collect the error log/machine hours/error code numbers/software version and the device was scrapped.